Event description:
It was reported that an access administration set was involved in a no flow incident. This occurred during patient infusion of an unspecified drug using an unknown pump. The reporter stated that the pump alarmed for an obstruction. The nurse then replaced the set, and the problem did not recur. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The sample was not returned for evaluation, therefore, a device analysis could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.